Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with micro puncture kit, 4f. The customer states that the wire would not go over the needle at the access site. The customer said they tried a few times but it wouldn't pass, and eventually caused the needle at the access site. The customer said they tried a few times but it wouldn't pass, and eventually caused the needle to come out of the vein. The customer then said the vein spasmed and the physician was forced to open a new kit and try a different access site. The pt was successfully treated with the new device at a new access point.

Manufacturer narrative:
Submit date: 06/27/2013. An investigation is currently underway. Upon completion, the results will be forwarded.